Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that the distal end has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. In addition, the following reportable malfunction was identified during the device evaluation: foreign objects in the distal end, however, we could not identify the foreign material found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.